Event description:
The dr had difficulty inserting the intra-aortic balloon into the pt's right femoral artery on 3/4/98 at 1:15 pm. The intra-aortic balloon was removed in the or on 3/5/98 at 5:15 pm after a coronary artery bypass graft and there was no complications reported. The intra-aortic balloon was not returned to datascope for eval. [Event complications: none from the event-reported 4/29/98.) (Pt's current status: discharged-rpt'd 4/29/98.)